Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Samples from the patient were submitted for investigation. The samples were tested with both the glucose hk and glucose pap assays after a 1:10 predilution. Both tests gave very consistent results for each sample. The reaction kinetics of the tests were acceptable and did not indicate any problems. Therefore, it was assumed that the extremely high glucose results were correct. A specific root cause of the event could not be identified. The extremely high glucose results could have been due to a pre-analytical issue as the samples for the glucose hk testing would have been taken by venipuncture and the samples used for glucose meters are usually taken by finger stick.

Event description:
The field application specialist reported the customer received questionable glucose hk results for one patient when compared to the results from multiple glucometers. The patient came in through ed and was tested on a glucometer with a result of 453 mg/dl. A sample was drawn and tested on the cobas c501 and the result was 1199 mg/dl with a data flag. The instrument performed an autodilution and the result with a decreased sample volume was 2174 mg/dl with a data flag. The customer then performed a manual 1:3 dilution and tested it on the cobas c501 with a result of 759 mg/dl with a data flag. The sample was autodiluted and with a decreased sample volume the result was 744 mg/dl. The account multiplied this result by three and reported 2232 mg/dl. This sample was also repeated on cobas c501 serial number (B)(4) and the result was 1168 mg/dl with a data flag. With a decreased sample volume the result was 2122 mg/dl with a data flag. The patient did not "display any signs of a 2200 sugar." The physician did not trust the result of 2232 mg/dl and the patient was not treated based on this result, but rather on clinical picture. A second glucometer result was 474 mg/dl. A new sample was drawn and the result from the cobas 501 was 1198 mg/dl with a data flag. The sample was autodiluted and the result with a decreased sample volume was 1787 mg/dl with a data flag. The account performed a manual 1:3 dilution and the result was 1809 mg/dl. A third glucometer result was >600 mg/dl. A new sample was drawn and the result from the cobas c501 was 1185 mg/dl with a data flag. The sample was autodiluted and the result with a decreased sample volume was 1596 mg/dl with a data flag. The customer performed a manual 1:3 dilution and reported a result of 1623 mg/dl. The patient was sent for dialysis. The post dialysis glucometer result was 338 mg/dl and the result from the cobas c501 serial number (B)(4) was 316 mg/dl. It was unknown which result was correct, but the customer suspected the results from the glucometer to be correct. There was no adverse event. The glucose reagent lot number and expiration date were requested, but were not provided.